Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer delivered a bolus and during the delivery the insulin pump alarmed battery depleted. The customer's parents replaced the battery within 5 minutes but did not know if the bolus was delivered. They checked the history to find out if a bolus was delivered but there was no active insulin on the home screen and they assumed the bolus was not delivered. Therefore they programmed a new bolus. As a result the customer experienced a severe hypoglycemic event. The insulin pump was then uploaded in the hospital and the health care provider could see that the customer delivered a bolus twice. Customer's blood glucose level was not reported. The device was not returned.